Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue). The reporter stated that the pump is having issues. There was no additional information at the time of this report. Customer support (cs) attempted to contact the reporter without success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump boots to the verify screen with audible and vibratory features. Typical usage alarms observed in alarm history. Pump was exercised for 24hrs with no eaw¿s duplicated. Investigators were unable to duplicate complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.